Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year old caucasian female patient underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast deformities and left breast implant deflation. The left breast implant gradually went down, had a fold, and was poking the patient. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9744925 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9744925 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 460cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.